Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. It was reported that the patient is 4 months post op and reported her partner can feel the barbs of the suture during intercourse. Additional tissue has formed around the suture site. Device was not returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 7/11/2025, h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: was there any medical or surgical intervention performed (re-operation; product removal: re-closure: medication)? If so, please specify. Unknown was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide the medication name, route, and dose. Unknown can you identify the lot number of the product involved? No what is the current patient status? Unknown please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr. (Please refer to the attached email) ¿ surgeon has been unresponsive. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.